Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the retention disc was loose and stoma leakage. Excessive leakage severely compromised peristomal skin.